Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion being treated was located in the non-calcified and moderately tortuous mid right coronary artery (rca). A 2.50x28mm promus stent delivery system was advanced to the lesion and deployed. A 2.50x8mm nc quantum apex balloon catheter was then advanced to the rca for post-dilation. The balloon was inflated and ruptured at 15 atms. The device was successfully removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.